Manufacturer narrative:
The reported malfunction was observed and attributed to a loose transducer hose. The transducer hose was replaced. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's peak inspiratory pressure would not work. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.